Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken wherein one lead at l1 vertebral level was explanted and replaced. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
Corrected data: dr (B)(6) mailing address was stated incorrect in the initial report. This report includes the correct address.